Event description:
Biostinger broke in the pt's body. Pt had an acl with med meniscal repair performed on 05/25/1999 utilizing several 'arrows'(biostingers). On 06/11/1999 pt complained of a small, sharp painful area that 'feels like a pin' in the operative knee. This was also palpable. On 07/25/1999 pt returned to surgery for excision of 'arrow'. Superficial incision was made, 'arrow' was easily excised, single stitch required for closure. Dr. Stated 'arrow apparently migrated out of the knee and looked like the biostinger was worn, not broken'. Four biostinger repair device's were used on initial surgery 05/25/1999. It is unk which on emigrated out and was removed on the 07/25/1999 surgical procedure. The lot number's initially implanted-00131218 x 2, 00130042 x 1, 00127787 x 1. Since the actual lot number is unk, one of the lot numbers was picked.